Event description:
It was reported that the unit would not come off standby.

Manufacturer narrative:
The product was returned for investigation. The reported failure was confirmed. The product was subjected to a shake test to see if there were any loose components inside. There were none. The product was powered up, the display became active, and the correct software loaded. Standby mode was activated and the bulb ignited as specified. The variability of the light intensity was checked. No errors were noted. Functional testing was performed on the product and included the following: standby/run mode cycling; lightcable/scope disconnect; lightcable/jaw interaction; bulb access door cycling. The only test that was successful was the lightcable/scope disconnect test. All other tests failed. Measurements were taken on lumen output and boost voltage. The measurement for boost voltage was found to be within specification. The measurement for lumen output was out of specification. The root cause of the reported failure was traced to a defective control circuit board. The bulb was also determined to be defective. Additional observations included the following: the integrating rod was chipped; the jaw was out of alignment. In sum, the customer complaint was confirmed. The failure mode will be monitored for future reoccurrence.